Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
The following information was reported to gore: the following information was reported to gore: on (B)(6) 2015, the patient underwent intervention using a gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. During the procedure, a proximal type I endoleak was observed. The physician decided to monitor the endoleak. The patient tolerated the procedure. Captured event# (B)(6). On an unknown date, computer tomography image revealed that the endoleak was resolved. On an unknown date, a distal type I endoleak with aneurysm enlargement (amount unknown: 5700-c) was confirmed. Captured event# (B)(6). On (B)(6) 2020, the patient underwent reintervention. The right internal iliac artery was embolized. An additional stent graft was deployed to extend the device distally. The endoleak was resolved. The patient tolerated the procedure. The physician stated as follows: it seemed that the aneurysm enlarged due to distal type I endoleak associated with enlargement of the common iliac artery diameter. Additional information was received from (B)(4). Aneurysm diameter after enlargement: 65 x 66 mm. Date of measurement is unknown.